Event description:
It was reported that the right ventricular and right atrial leads fractured. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the proximal conductor was distorted. There was a breached cut and cosmetic depression on the outer insulation. There was blood in/on the helix mechanism and apparent explant damage. (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. The defibrillation conductor was distorted, the inner tubing was kinked/buckled, and there was cosmetic environmental stress cracking on the outer tubing overlay. There was a white substance on the exposed defibrillation coil, blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and the lead was stretched.